Event description:
At about 7 years and 7 months after primary, the patient came in reporting pain due to a potted stem. The surgeon revised the medacta stem and head with a competitor's product and revised the medacta liner with another medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-dec-2023: lot 155168: (B)(4) items manufactured and released on 18-dec-2015. Expiration date: 2020-12-05. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review.